Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was alleged that the up arrow, down arrow, and ok keypad buttons were under-responsive. Reportedly, there was moisture in the battery compartment and cartridge compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: during a visual inspection of the keypad, no physical damage was noted. All of the buttons on the keypad were responsive. The keypad cover was removed and all of the button contacts were free of contamination. A crack was noticed on the battery compartment, and during a leak test it was confirmed that the pump leaks at this crack. The pump case was opened and moisture damage was found throughout the internals of the pump. Unrelated to the original complaint, it was also noted that there were lines through the display.